Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that atrial pacing was capturing the ventricle. Atrial capture thresholds were 0.75 v, 0.5 ms but atrial sensing was not possible. The atrial lead appeared dislodged.